Event description:
The pt's lead was exposed through the skin behind the ear. The surgeon decided to explant the lead to avoid infection. This system was implanted by the surgeon for an off-label application.

Manufacturer narrative:
The product was discarded by the medical center and will not be returned for evaluation. This is the final report.